Event description:
It was reported by the ER physician that the patient was having a significant increase in seizures a compared to the rate she was the week prior. The week prior, her device was disabled so the patient could have an MRI. The patient had been programmed back on after the procedure, but per the MRI facility that programmed the patient, it was possible that they may have programmed one of the settings incorrectly. No further relevant information has been received to date.